Event description:
On 06/23/2008, an allen medical rep was contacted by the white county medical center, requesting a copy of the allen flex frame open table extension's instruction for use as they prepared for a malpractice lawsuit filed by a former pt. The previously unreported pt injury claim reportedly occurred at the user facility in 2006. The pt's attorney's claim that their client suffered nerve damage (a brachial plexus injury) caused by the surgeon/facility's poor positioning of their client during the procedure.

Manufacturer narrative:
The pt was at white county medical for a may 2006 procedure conducted by neurosurgeon due to positioning technique during the procedure, the male pt reportedly suffered a permanent brachial plexus nerve injury. There is historical precedence at this facility: in 2006, dr reported a similar nerve injury sustained by another of his pts. (Reference medwatch 1221538-2006-00006). At that time, dr said he had experienced difficulties with positioning cases, but did not relay that there were any serious injuries or that permanent disabilities had been sustained. The local allen rep has learned that dr is the only surgeon on the staff who had used the flex frame and he is no longer employed at the hosp. There is no device failure to evaluate or safety issue for investigation. There has been no claim from the user facility that the flex frame table extension failed or malfunctioned in any way.